Manufacturer narrative:
Patient information was not provided for reporting. This report is for one (1) unknown guiding device. Part#, lot# and UDI # is not available. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Reporter contact number was not provided. This report is for one (1) unknown guiding device. PMA/510(k) number is not available. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the surgery on (B)(6) 2018, properly locking of implants with aiming arm was not possible. The guiding device and aiming arm were affected. In a first step guiding device had been changed. This did not improve the situation. Aiming arm was changed in a second step. The surgery was prolonged about 15 minutes as they switched from laparoscopic to open. Surgery was completed successfully. When devices were tested pre-operative, drill guide in guiding device and hole did not correspond. Concomitant device reported: philos plate (part# 441.903, lot# unknown, quantity 1). This report is for one (1) unknown guiding device. This is report 2 of 2 for (B)(4).